Event description:
Boston scientific received information that during a follow up visit, interrogation revealed that approximately one and one-half month earlier this device had reached elective replacement time (ert) indicators with a magnet rate 85 bpm and less than one-half year battery longevity remaining. One year earlier, interrogation indicated two and one-half years battery longevity remaining with a magnet rate of 100 bpm. There was concern that the battery depleted more rapidly than expected. A replacement procedure was performed. This device was removed and replaced. The patient with this device is not pacemaker dependent and experienced no adverse patient effects.

Manufacturer narrative:
According to available information, no return of product is intended. Without a return of product, analysis cannot be performed to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.